Event description:
It was reported that the patient called and left a message stating that he is having pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) and event referenced in this report was requested from the patient via telephone calls and follow-up letter. If it becomes available, the evaluation summary will be submitted in a supplemental report.